Event description:
It was reported that there was a lead warning on (B)(6) 2010 and polarity of the lead was changed from bipolar to unipolar. The physician suspected the lead fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.